Manufacturer narrative:
Findings: pump received with normal operating currents. No unexpected low battery alarm noted. Pump received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer reported the screen is scratched and can't see the numbers. The customer stated that the device was dropped since the clip broke. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.